Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Event description:
Patient reported unknown side had to "remove [implant] due to lymphoma". Markers not provided. "Several bii reactions and other related to your textured implants" including "fatigue" and "digestive system" issues also reported, but not device related. The device was explanted and replaced.

Event description:
Device has been replaced. Pathological markers confirming alcl have not been received.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5,g1, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Patient reported unknown side had to "remove [implant] due to lymphoma". "Several bii reactions and other related to your textured implants" also reported, but not considered device related. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this kind of event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymphoma and several bii reactions and other related to your textured implants".

Event description:
Patient reported unknown side had to "remove implant due to lymphoma". "Several bii reactions and other related to your textured implants" also reported, but not considered device related. The device was explanted.